Event description:
Patient reported skin irritation in the form of burning sensation, itching, bleeding, discharge, open sores/skin/rawness, and open skin/scabbing. The patient sought medical treatment from their doctor and used a prescription topical steroid. The patient reported following proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.